Event description:
A customer reported that the adc device detached prematurely on the fourth day of wear and was unable to obtain scan readings. The customer became hypoglycemic and required unspecified treatment by healthcare provider. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for 510(k) as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely on the fourth day of wear and was unable to obtain scan readings. The customer became hypoglycemic and required unspecified treatment by healthcare provider. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Visual inspection was performed on the sensor patch and no failure modes were observed. The sensor plug was properly seated. No further investigation can be performed at this time as the adhesive have not been returned. If additional product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.